Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. Cause was not known. A correction bolus was delivered to address bg. No additional information regarding the issue was provided.